Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The active device and implanted lead system were taken out-of-service due to left pectoral incision pocket infection. A replacement pacemaker device was implanted and connected to an existing competitor right ventricular (rv) pacing lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.